Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1+. To further reduce mr, a second clip, a mitraclip xt (40227a2027) was inserted and advanced to the mitral valve. However, difficulties visualizing the clip occurred. While positioning the second clip lateral to the first implanted clip, the second clip's arms were slightly opened and the second clip (40227a2027) unexpectedly moved laterally. Once the unintended clip movement was noticed, the clip arms were closed. However, the second clip (40227a2027) became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed from chordae. Therefore, the clip was implanted where it was stuck, implanted in chordae and attached to only one leaflet. A third clip, a mitraclip xt (40909a1009) was inserted and advanced to the mitral valve. However, increased imaging issues occurred, and while positioning the third clip (40909a1009) between the first and second clips, the third clip (40909a1009) unintentionally moved laterally and became caught in chordae. Troubleshooting was performed, and the clip was able to be freed from the chords. The clip was then removed from the patient. There was no clinically significant delay in the procedure.

Event description:
Subsequent to the previously filed report: it has been corrected from the previous report that the user intentionally caused the mitraclip xt (40227a2027) and mitraclip xt (40909a1009) clips to move.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device (stuck on chordae) appears to be due to user technique. The reported poor image resolution was due to imaging very challenging. The reported patient effects of unchanged mr and foreign body in patient appear to be due to the clip being stuck and deployed on the chordae. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed at an unintended location. There is no indication of a product issue with respect to manufacture, design or labeling. H6. Removed code 3026.